Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the left ventricular lead was placed in the target vessel, but there was high threshold. The lead was not used and another lead was attempted in a smaller branch, but again there was high threshold. The second lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.